Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the force bipolar instrument would not respond to the surgeon properly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: "this instrument was being used in a general surgery case. The surgeon tried to use the grasper, and the jaws would not open. The instrument was not grasping tissue and did not have to be manually released. The instrument was removed from the system at which point broken cable was noticed in the wrist joint of the grasper."

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm force bipolar instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken conductor wire at distal end. The instrument failed an electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9. Annex g was updated to reflect failure analysis findings.